Manufacturer narrative:
According to the complainant, the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) with hyperglycemia. The patient's blood glucose (bg) reached 400 mg/dl while wearing the pod between 37 and 48 hours. The patient's father reported that their dexcom g6 continuous glucose monitor (cgm) was reading normal, but they checked the patient's levels using a bg meter and that showed the levels were high. The patient felt tired and dizzy. The pod was removed at the hospital and the patient was treated with manual insulin injections. The next day a new pod and sensor was placed. The patient was discharged after 3 days. Dexcom has been notified. The pod will not be returned.